Event description:
The patient reported exposed/frayed wires and sparking of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. All returned cables and cords associated with power supply connections consisting of: ac power cord with ferrite ¿ us/canada. Desktop en60601-1 50w 12v power supply. Right ang ext cable. Were returned undamaged. The desktop en60601-1 50w 12v power supply was observed to have rev. E and date 03/19 which are not associated with any failures. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. Visual inspection of returned material revealed a pinched internal wire on portion of i3 handheld cable assembly inside the i3 handheld plastic enclosures. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. When the power supply was connected to an outlet by way of the power cord, its led illuminated solid green as intended. Unit was powered on successfully multiple times without any issues. Unit powered on immediately when the dpdt switch was pressed. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Sparks were never produced from unit when it was powered on. Unit passed diagnostic test. Pinched internal wire on i3 handheld cable assembly stated in visual evaluation caused no performance malfunctions. Complaint of ¿customer reported pes sparked¿ determined to be unconfirmed. Investigation results for alleged sparking concluded to be no issue found. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.